Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pancreatic pseudocyst drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the flare of the stent was not visible in the pseudocyst, reportedly due to anatomical or procedural circumstances. The stent was subsequently misplaced inside the cyst. A second hot axios stent was used to completed the procedure. The misplaced stent was removed during a follow-up procedure on (B)(6) 2018. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.